Event description:
A doctor alleged that approximately two (2) to five (5) years after endodontic treatment with realseal, approximately sixty (60) patients required re-treatment. This is the sixteenth of sixty (60) reports.

Manufacturer narrative:
Specific patient information or incident information could not be recalled. The patient required re-treatment of the root canal. The patient may also have required a referral to a specialist for a tooth extraction, antibiotics, or prescription analgesics for treatment; however, the doctor was not definitve as to which specific treatment option was provided. The doctor confirmed that the patient is doing fine at this time. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.